Event description:
It was reported that stent dislodgement occurred. A 2.75x12mm promus premier¿ stent was selected. After unpacking, the crossing profile was checked and it was noticed that the strut was partially unattached to the balloon. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x12mm promus premier¿ stent was selected. After unpacking, the crossing profile was checked and it was noticed that the strut was partially unattached to the balloon. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal markerband. The stent was not detached from the balloon. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).